Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the keypad was unresponsive. The customer's blood glucose was 6.0 mmol/l at the time of incident. The customer stated that the battery was replaced but the buttons did not work. The customer stated that the insulin pump was bumped against a chair prior to the issue. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The arrow buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.